Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 10/13/2016. Retain product was not tested due to expiry. Return product was not available. Investigation: a review of the device history record (DHR) confirmed the lot passed finished goods (fg) release criteria. Chem8+ cartridges from lot h15317a expired on 28-apr-16 prior to the investigation open date of 04-may-16; therefore retained cartridges were not available for testing. Assessment: the results on the I-stat are consistent on the same sample. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant creatinine result on an (B)(6) female patient presented with anxiety and hypertension. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). The a sample collected on (B)(6) 2016 and was stored then retested on the I-stat then spun down for testing on the vitrous 5600. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).